Manufacturer narrative:
Other relevant device(s) are: product ID: e nlw1624c120ee, serial/lot #: (B)(4), ubd: 21-sep-2011, UDI#: (B)(4); product ID: enlw1624c80ee, serial/lot #: (B)(4), ubd: 24-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on the 23 dec 2009. It was reported that approximately eight years post-index procedure the patient presented to the ER following syncope and pain in their waist. On CT, the aneurysm had enlarged to 78mm from a previous diameter of 68mm and ruptured. The patient had emergency surgery for a ruptured aaa with the implantation of an unknown vascular stent in the abdominal aorta. In intensive care, the patient deteriorated haemodynamically and expired five days post the intervention procedure. Per the clinical reporter the cause of the event is related to the device and procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received reported that, as per the sponsor and the investigator, the rupture was not related to the device. It was also reported on the date the patient had emergency surgery for the ruptured aaa an unknown endoleak was identified and the device was dislocation and device occlusion with coronary artery restenosis. The cause of these events is undetermined. It is noted that the rupture occurred 8 years after the index procedure it was not related to the device or procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.